Event description:
It was reported that vessel dissection occurred. The target lesion was located in a right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was implanted. However, on post dilation with 3.5 x 12mm non-compliant balloon, type a dissection was noted on the distal edge of the stent and another stent was deployed to cover the dissected area and completed the procedure. There were no further patient complications reported and patient fully recovered and was stable at the end of the procedure.